Manufacturer narrative:
Additional information was received that the pace impedance spiked to 1504 ohms. Shock impedance and all other testing with the lead was within range. The carelink report showed 1 short v-v interval and 3 non-sustained ventricular tachycardia (nsvt) episodes. All 3 nsvt episodes occurred on the same day, however, all three had only a single oversensed beat as shown in the report. The physician does not plan to revise the lead at this time and will continue to monitor closely. No patient complications have been reported as a result of this event. (B)(4).

Event description:
It was reported that impedance had recently spiked to 1140 ohms and an alert was triggered for this right ventricular (rv) lead. Two months prior impedance had spiked to 1200 ohms (baseline 400-500 ohms). The physician evaluated the patient both times and saw no impedance variance or noise during real time isometrics and pocket manipulation. Technical services discussed that there was likely a loose connection. Per the physician, further in office evaluation revealed no changes in lead function, no electrogram artifact and not short sensed r-r intervals. Upper limit for pacing impedance was increased to 1500 ohms. No audible alerts since that time have been reported. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154vwc implantable cardioverter defibrillator (ICD), implanted (B)(6) 2008. (B)(4).